Event description:
It was reported that the high voltage coils had high impedance after a routine generator change. An alert for the high impedance had triggered. The patient was taken back to the operating room and the lead was found that the lead was not screwed into header of the device properly. The lead was reinserted in the device header and both the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.